Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the reservoir had air bubbles. The customer¿s blood glucose was 517mg/dl at the time of incident. The customer reported that they were trying to get bubbles out of reservoir. Approximate size of air bubbles is bigger than soda pop bubbles, eighth of inch. Air bubbles were noticed by customer while filling process at top. The customer had bent cannula and that is why high and declined to troubleshoot. The insulin pump will not be returned for analysis.